Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer doesn't have a new aaa alkaline battery to test with the pump. The customer was advised that we will ship a replacement battery cap. The customer was advised to insert a new aaa alkaline battery as soon as possible. The customer was advised to revert to a back up plan until the replacement battery cap arrives. The customer will call back if the display didn't return.